Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. Based on the reported information, it appears that the leak may have been coming from the sidearm between the inflation lumen and guide wire port. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot.

Event description:
It was reported that during an interventional procedure in the popliteal artery, the armada was noted to have a leak. It is not known if the leak was noted during preparation or during inflation. The device was leaking where the catheter meets the hard plastic hub. Another armada was used in the procedure. There was no reported patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.